Event description:
Customer reported his reservoir was leaking past the o-rings. The customer stated that the leak occurs 6-7 hours into its use. Customer's blood glucose was 350 mg/dl. Troubleshooting occurred for proper handling of the insulin pump. The customer was advised that the leak could be do to an air bubble in the reservoir. The customer also believed his insulin pump was the root of his hyperglycemia. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.